Manufacturer narrative:
Analysis: all icast covered stent delivery systems are manufactured with a 3 year shelf life at the time of manufacturing. The product, once sold to the institution and entered into their inventory, is no longer tracked by atrium to ensure the device does not expire. The inventory and expiration dates are the sole responsibility of the institution. It was reported that after the stent was provided from the hospital inventory and deployed in the patient¿s renal artery, the device in question was discovered to have expired. The nurse made the discovery during her post procedure documentation, after implantation of the icast. It was also noticed, after the procedure, that there were two other icast covered stent delivery systems in the hospital inventory that had also expired. It is the expectation that the staff of the hospital maintains the inventory to ensure the product being presented to the physician is in good condition and not expired. This step was not conducted prior to the implantation of the icast covered stent. A review of the device history records indicates that this lot of catheters passed all quality and performance requirements. Conclusion: based on the results of the investigation the hospital did not follow standard practices of inventory control or product verification prior to use in regards to verification of expiration dates.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During the endovascular repair of an aortic aneurysm within the interventional radiology department of our institution, an expired stent was inserted into a patient¿s renal artery. Following the deployment of the stent it was noticed that the expiration date was 05/17/19.